Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guide wire kinked was able to be confirmed by the photos. The images show a used guide wire partially advanced through a catheter with evidence of several kinks in the guide wire, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "tip of the guide wire was bent.". The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "tip of the guide wire was bent.". The patient had no harm or injury.